Event description:
It was reported that after a device change out procedure, the atrial lead exhibited a decrease in sensing. Fluoroscopy revealed that the lead had dislodged. The pocket was opened and the lead was repositioned. The patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).